Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the small battery drive device was not running. During in-house engineering evaluation, it was determined that the electric control unit had output without pushing trigger. The device also failed pre-tests no power failed check the off/osc/on switch mode function, check the compatibility between colibri/sbd and colibri ii/ sbd ii, check the function with epd console. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.